Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an issue with the minute ventilation sensor was noted. The patient was being paced at > 100 beats per minute while seated or else not responding support from the sensor. A memory dump was sent for boston scientific technical services (ts) review. Ts noted that it was difficulty to access the situation from review of the data disk as it was not known what the patient was doing at specific times. There was limited data available for review but based on the provided information, ts noted that everything appeared normal. No further information was obtained. No adverse patient effects were reported.